Manufacturer narrative:
The device was serviced at the customer site and the loose inlet was resolved. Subsequently, the device passed all testing. The root cause could not definitively be determined.

Event description:
It was reported that the gas inlet appeared loose. It was noted that the gas inlet was still intact.